Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device that it does not hold a charge. The asp evaluated the device on site. It was determined that this was problem of the test carried out in non-compliance with guidelines. The device problem found; no malfunction detected. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was the test carried out in non-compliance with guidelines. The reported problem was not confirmed. No device problem was detected. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.